Event description:
Dose or amount: dilute 600 mg (60 ml) in equal volume 0.9% normal saline and infuse intravenously over 1-4 hours every 21days. Guardian reports that pump (serial number and expiration date not provided) stopped working. Unknown if pt missed dose or had interruption to therapy. Pharmacy to replace device. Not specified if device associated with event is available for return. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by pt/caregiver.